Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was that they had an appointment to go in and see their surgeon because they were having some problems with the implant. When asked for the event date, patient said that it had been probably three or four weeks. Patient reported they had a fall and then said that the fall was a part of the issue as they had a lot of back problems for three weeks now and that they couldn't turn the stimulation up anymore as the implant already shocked the crap out of them. Agent asked the patient if they noticed that the implant was shocking them after they had the fall and patient said no, that they didn't notice it that bad. Patient stated that they could not turn the therapy up or down any more than what it was and that it was pretty low as far as what the therapy was set on.  The patient was redirected back to their healthcare provider to further address the issue and to meet with a representative to look over the implant site, implant and for some potential reprogramming. Patient mentioned that they were reprogrammed twice by two different representatives.